Event description:
On (B)(6) 2015, the reporter contacted lifescan USA,alleging that the subject meter ¿goes into log book and it shows a future date¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.